Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an 50x46 mm in diameter abdominal aortic aneurysm. The proximal neck was 23 mm in diameter and 23 mm in length. It was reported that during the procedure, the physician placed the graft too high and partly covered the left renal artery. The physician was trying to conserve on dye and chose not to take another angiogram before setting the hooks. The previous angiogram was not very good quality and either the renal was marked inaccurately or it had moved a little bit before setting the hooks. The physician wired the left renal and placed a 6 x 18 stent from another manufacturer. There was great flow channel into the left renal re-established. There was no leak on the completion angiogram. The patient was making a lot of urine. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (inaccurate stent graft delivery, arterial occlusion). Caused by operational context (physician was trying to conserve contrast to the patient. Poor quality imaging). Evaluation conclusion: known inherent risk of procedure (inaccurate stent graft delivery, arterial occlusion). User error contributed to event (physician was trying to conserve contrast to the patient. Poor quality imaging).